Manufacturer narrative:
Date of event and patient weight is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06039. It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place on (B)(6) 2023 wherein the leads were explanted and replaced with a new lead to address the issue. The ipg was also electively replaced. Reportedly, effective therapy was restored post operatively.